Manufacturer narrative:
When mixing bonecement ghv 40g, the liquid did not become dull as usually happened when they are mixed. The bonecement was like sand and could not be used. Examination of the retained sample could not confirm the reported event. Product problem has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When mixing bone cement ghv 40g, the liquid did not become dull as usually happens when they are mixed. The bone cement was like sand and could not be used.